Event description:
The sales rep reports that during a cholecystectomy procedure, the clip got caught in the jaw of the device and it would not fire anymore. Not sure what firing this occurred. There was no patient consequence reported. Got a new one to complete the procedure. One device will be returned.

Manufacturer narrative:
H.6.: broken jaw. H.3.: evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. No anomalies were found with the cam. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw condition.